Manufacturer narrative:
Code 213-the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc161400/14776069, UDI (B)(4). Patient medications: metoprolol and norvasc.

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images (date and modality unknown) revealed a distal type I endoleak noted from the left common iliac artery. On (B)(6) 2018, there was a reintervention. Reportedly the end of the device/limb was noted to be pulled back into the aneurysm sac. The left hypogastric artery was coiled. The limb was extended into the external iliac artery with a gore® excluder® aaa endoprosthesis plc121400/18759233 device. The endoleak was resolved and the patient tolerated the procedure.